Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Continued: h6- f1905. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Lump/nodule: unable to observe as it is a medical event not related to the device. Additional observations: deformation device observed on the device.

Event description:
Patient reported a lump in the breast (side unknown). Physician confirms capsular contracture baker grade IV (hardening of the breast with cranial-lateral deformation and severe pain, no redness, no evidence of injection. Device has been explanted and replaced.